Event description:
It was reported that "adjacent level surgery was being performed (anterior cervical), we we're removing old plate to fit new plate at new diseased level. While using the removal driver, the inner-rod tip broke off in the screw head. Caused a 45 second delay while the screw was removed the rest of the way with a regular driver. It did not affect patient or outcome, and the broken piece was not retrieved due to hardware being returned to patient post case. It's been used maybe 100 times and has been used successfully in the past."

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed and no issues were found for this lot number. The screw extractor was confirmed visually to have a fractured tip. The instrument was reported to have been used 100 times and was found to be approximately 3 years old. The probable root cause is normal wear.

Event description:
It was reported that "adjacent level surgery was being performed (anterior cervical), we we're removing old plate to fit new plate at new diseased level. While using the removal driver, the inner-rod tip broke off in the screw head. Caused a 45 second delay while the screw was removed the rest of the way with a regular driver. It did not affect patient or outcome, and the broken piece was not retrieved due to hardware being returned to patient post case. It's been used maybe 100 times and has been used successfully in the past."